Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device remains implanted in patient.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2020 the patient underwent open reduction and internal fixation due to bimalleolar ankle fracture, left and was implanted with various stryker plates and screws. Allegedly the patient continued to experience persistent pain, discomfort, and other complications. Allegedly the patient has limited rom, numbness and his left ankle was and remains severely and noticeably disfigured.